Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was inspected by a trained f&p technician. Results: visual inspection of the returned bc190 flexittrunk infant nasal tubing revealed that the upper tubing was damaged between the 8th and 12th spiral. It was also revealed that the lower tubing was damaged between 4th and 7th spiral. It was noted that the film was wrinkled and torn indicating that force has been applied and pulled to an unintended extension. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the cause of the reported event is due to an unintended extension and application of force. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. A caution insert is also included in the packaging to remind the user to take extra care when handling the flexitrunk. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc190 flexitrunk infant nasal tubing was found to be broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of finalizing the investigation. We will provide a final report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc190 flexitrunk infant nasal tubing was found to be broken during patient use. There was no patient consequence.